Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. B5 -corrected information. E1 - corrected information. E2 - added information. E3 - added information. G2 - corrected information. Correction to the g3 of the initial medwatch. The aware date should be 07aug2024. H3 - added information. H4- added information. H6- (problem code) added information. H6 - (impact code) corrected information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus did confirm no image caused by a faulty circuit board. Based on the results of the investigation, the definitive root cause of the faulty circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the video system center exhibited no image with 180 scopes due to faulty patient board set there were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had no image when using 180 series scopes due to a faulty circuit board. There were no reports of patient harm.